Event description:
Additional information was received. Caller states the pt for the last three months has only been able to charge via passive recharge mode. The ins is currently at %40 and caller gets 'no device found', goes to recharge and it goes to passive charge. Technical services (tss) advised caller to disable/enable device via tech mode. Caller did this and went back to charge and it went straight to passive charge with '0' in the number sections, caller moved rtm and it showed 40s-70s range. Tss advised that they may need to disable and enable device again. The caller will continue working with the pt and call back if they cannot get past passive charge mode. Rep called back to report that they are seeing the ins is at 40% charged but the rtm is still not being recognized and they are getting rm03 message. Only way they can charge is to do the passive recharge mode. Ts had rep attempt to reset the controller but li battery cover separated from the battery. Rep indicated that the bottom portion of li battery was stuck in controller so replacement controller and li battery needed to be sent. Sent email to repair for rtm replacement under this case. Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that he is noticing while working with pt that the pt's recharger (rtm) is frayed and getting hot. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed a recharge antenna failure, no device found message and there was frayed insulation or cracks in the cable. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.